Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the procedure was being performed in a dialysis pt with a right internal jugular vein permanent dialysis catheter in the renal unit. It was noticed that the blue port on the external pigtail had a crack in it when attempting to perform dialysis for the pt. Dialysis could not be performed due to the fact that the catheter was sucking air and pressures could not be maintained. As a result, a repair kit was used to replace the lumens and dialysis took place as planned. There was no delay in treatment, no pt death, and no pt complications were reported.